Manufacturer narrative:
One open lens was returned to the manufacturer in used condition for evaluation. Manufacturers investigation is ongoing, once further information becomes available a follow-up report will be submitted.

Event description:
The patient reportedly experienced discomfort in the right (od) eye while using the device and sought medical treatment. The patient was seen three times at an unknown frequency and was prescribed several medications. The patient was first prescribed alesion (epinastine hydrochloride) ophthalmic solution, sodium hyaluronate ophthalmic solution, and mydrin-m (tropicamide) ophthalmic solution. At the second visit the patient was prescribed zepelin (acitazanolast hydrate) ophthalmic solution, livostin (levocabastine hydrochloride) eye drops, flumetholon (fluorometholone) ophthalmic suspension, and soldium hyaluronate ophthalmic solution. The patient was then prescribed diquas (diquafosol sodium) ophthalmic solution and cyanocobalamin at the third visit. There was no specific eye injury or condition reported aside from discomfort and no diagnosis provided. Good faith efforts have been made to obtain additional information without success, additional information is unknown. It is unknown if medical intervention or medications were necessary to prevent or preclude a permanent injury or impairment of eye function or damage to the body structure. This event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, medications prescribed and unknown resolution.